Manufacturer narrative:
Eval summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Dislocation can be associated with a number of mechanisms: 1) unsatisfactory placement of the component parts, this may lead to impingement at various interfaces. 2) extent of component stability. If components that were not matched for the pt requirements are used this may increase the instability of the joint. 3) extent of soft tissue tension. 4) pt behavior. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to dislocation.